Event description:
Fenestrated bipolar instrument got stuck inside the 8mm robot trocar while it was docked inside the patient. Knuckle on instrument is not aligned correctly and gets caught on the inside of the trocar. The trocar with the instrument was the only way this could be removed. This removed caused bleeding at the trocar site which required additional intervention to achieve hemostatis.